Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The complaint describing a leaky at the head set connection cannot be verified, the infusion sets meet product specifications. Fourteen returned unused infusion sets were visually inspected and tested for flow and tightness. Additionally a connector click test has been done. All test results were within specifications. The problem mentioned by the customer could not be reproduced.

Event description:
On (B)(4) 2013, it was reported that the patient had multiple infusion sets that were leaking from the same lot. The patient stated that the leak seemed to be coming from the connection at the infusion tubing and the cannula. The patient noticed the leak because his skin had become wet with insulin. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion sets were requested to be returned for product evaluation.